Event description:
Report received of an overdelivery of insulin due to an independent rate change. The device was programmed to deliver insulin at a continuous rate of 13ml/hour. The nurse hung a new container and programmed a volume to be infused (vtbi) of 100ml. Reportedly, at this time, the nurse did not reprogram a new rate, and the infusion was resumed. After ten minutes, the container was found empty and the display screen indicated that the device was infusing at 999ml/hour instead of the expected 13ml/hour. The pt received 2 amps of d50 and 1 liter of 10% dextrose at a rate of 200ml/hr. The pt's fingerstick blood glucose levels were monitored every 15 minutes. According to the customer contact, the results "never went below 300mg/dl, but their blood sugars were high to start with". Reportedly, the pt "had no ill effects from the incident". The customer contact reported that shortly after the incident, the nurse noted a cell phone was in use in the corridor of the intensive care unit, near the pt's room. Though requested, no add'l info was available.